Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that motor battery was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b i31000163. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system could not boot up as normal. There was no patient involved.